Event description:
The rptr did back to back blood glucose tests and got results of 103, 118, 192 and 214 mg/dl. Tests were done within 10 mins, using different fingersticks. There were no symptoms. A control solution test was within range 130 (96-144).

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8